Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the jaw was able to fully open and close. The trigger, witches, and levers were easy to operate. The blad actuated and released freely. The device was electrically tested and was found to have a lack of continuity of one jaw and one pin. The device passed isolation, insulation and switch testing. There were no error codes displaced on the generator when the device was connected. The device history record was reviewed, and no discrepancies were noted.

Event description:
It was reported the during a radial nephrectomy the device continued to fire during the procedure while inside of the pt. The device had not been used yet. It just started activating itself. The button did not appear to be stuck. The jaws were not locked closed. Another device was opened that was not cutting. The procedure was completed with hot scissors. There was no injury noted. The pt was noted to be in the early 40's and approximately (B)(6).